Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient has not made an appointment with their pain management healthcare provider at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had an x-ray and it was determined that they would need a new neurostimulator. The patient noted that their therapy was not working. The patient stated that they were planning on seeing how their pain was over the winter. The patient did not want to go through with a surgery at the time of the report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they were scheduled to meet with their doctor on (B)(6)2017 to go over their options. They reported they were not feeling stimulation around the ins site anymore. They were not sure if they were getting effective therapy again. The high impedances had not yet been resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that on (B)(6)2017 high impedances were identified on contacts 8, 10, 12, 13, 14 and 15. It was also reported the patient was only feeling stimulation around the ins pocket and a loss of therapy. The patient had fallen numerous times and the ins was close to end of service (eos). Programming was attempted on the contacts with normal impedance measurements but did not resolve the reported issue. It was noted the patient would follow up with their doctor and have a consultation for revision or replacement of their spinal cord stimulation system. It was noted the patient's medical history included hearing loss in both ears. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the rep interrogated the device and attempted programming and mapping with the clinician programmer. High impedances were confirmed. The patient was making a follow-up appointment with the healthcare professional (hcp) and rep. No further information was reported.